Event description:
Reportedly, a 21mm valve was explanted after an implant duration of approximately 7 months (7.33 months) due to an annulo-aortic abscess. The customer reported that a magna 3000j21 was implanted for aortic valve replacement (avr) to correct aortic stenosis(as) on (B)(6) 2011. On (B)(6) 2012, magna 3000j21 was explanted for avr to correct aortic regurgitation (ar) and was replaced with a magna ease 3300tfxj19. The customer commented that the cause of the annuloaortic abscess was due to prosthetic valve endocarditis (pve).

Manufacturer narrative:
Device not returned. Device will not be returned due to the report of infection. The customer also commented that this explant was not expected but not device related. The patient recovered as of (B)(6) 2012. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the device was explanted after approximately 7 months due to an annular abscess. The source and type of infection were not disclosed.